Manufacturer narrative:
Investigation in process. Device not returned.

Event description:
Early loosening and failure of implants at 3 years.

Event description:
It was reported that early loosening and failure of implants at 3 years. Not known if it is infection related currently will forward bacteriological results in an addendum in three weeks. Unfortunate case of mine: 66 yo with study tsr 3 year ago was going great. At time of surgery, a double glove puncture was noticed and patient given 5 days of keflex. That seemed to be uneventful, and was fabulous until work related fall in (B)(6) 2016. When I saw him 1 year ago, 10 month post fall, I thought possible lucency of glenoid on axillary view, but patient doing well clinically. He now has more pain and functional troubles (have not seen him yet since from out of town and just did the telephone follow-up). X-rays show obviously loose glenoid with new increased glenoid retroversion. Also some concerning changes around the humerus: increased cal car lucency, and lucency need stem tip on lateral. Also has some intra-articular metal debris. Tm glenoid 52mm is the only tmt part.

Manufacturer narrative:
The removed glenoid is intact with minimum amount of bone absorption, supporting the claim that the component was loose in the site prior to removal. Following the timeline as presented in the complaint description, the most likely cause of failure was due to the patient falling. The x-rays provided show lucency around the glenoid which also supports the cause that the implant came loose in the vault. In addition, in the attached final report state that the patient suffers from extensive osteolysis, which would contribute to glenoid loosening. Device not returned.